Manufacturer narrative:
The insulin received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer's father reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.